Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(4) 2014. Inratio inr: 5.0 and 3.0. The time between testing was one minute. Reportedly, "milking" finger after finger stick and first drop of blood not used. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing of strips from the reported lot produced results which met both accuracy and strip repeatability criteria. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. One of the patients had a reported hematocrit out of the validated operating range of the inratio system. This cannot be ruled out as a cause for the error experienced. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.